Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The product was returned to the manufacturer. Investigation results indicate that the damage observed on the package is likely to have been caused by an excessively large compression force. This damage is considered excessive and not expected during standard storage and distribution of these products. The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.